Event description:
It was reported through litigation process that approximately sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that insertion of bard venous access port was performed on the left chest for a patient undergoing surgery for invasive ductal carcinoma of breast. A 15 blade was used to make incision for the placement of the port, the entry point of the wire into the skin was incorporated into this incision. Thereafter, ski hook retractors were utilized and bovine electrocautery was used to create the pocket for the placement of port. Once it was confirmed that the port fit easily within the pocket, dilator and peel away sheath was placed over the wire under live, direct fluoroscopic guidance, and this was placed into the vein. Dilator was removed and it was confirmed that the catheter threaded through the sheath without resistance. Optimal length of the catheter was identified using fluoroscopic guidance, and the catheter was trimmed to 20cm, it was in good position with the superior vena cava. The catheter was placed into the vein, and the peel away sheath slowly removed. Peel away sheath was removed from surrounding the catheter. Once the peel-away sheath was completely removed, fluoroscopic guidance again was obtained, and it revealed good positioning and no evidence of any kinking. It was confirmed that the catheter flushed and aspirated without difficulty. Attention was at this point turned to closure. The port site was irrigated using normal saline. Postoperative chest x-ray was obtained, and it revealed the catheter to be in good position with no evidence of any kinking and no evidence of any pneumothorax. Approximately three months two weeks and three days later, the patient presented with 3 days of worsening pain, tenderness, warmth and swelling of the left port site. On the same day, chest x-ray was performed which revealed left port site infection. The patient was diagnosed with sepsis. The next day, removal of port-a-cath was performed. An incision was made through the patient¿s scar, removing the port and a culture was taken. As per the submitted medical record review, it is confirmed that the patient had sepsis. However, the relationship between the port and the alleged adverse event is unknown, and there is no device malfunction reported. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and seventeen days post a port placement in the left side of chest via the subclavian vein, the patient was allegedly diagnosed with sepsis as a result of the defective infected port. Reportedly, the infected port was removed from the patient. The current status of the patient is unknown.